Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.